Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-dec-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system was offline. A field service engineer (fse) removed the pyxie bus connections from all drawers, but the station remained unresponsive. The communication sled and docking board components were disconnected from the power supply, but no power was restored. The wall outlet power was verified using an external device and was functioning correctly. The power cable was replaced, but the station still did not power on. A known good power supply from an inactive station was installed, and the system powered on successfully. A replacement power supply was ordered to replace the temporary unit. The station was powered on using the temporary power supply, and system functionality was verified, resolving the issue. Preventative maintenance was performed, including inspection of the top panel, which showed no cracks or damage. The biometric identifier scanner and barcode scanner were tested and confirmed to be functioning properly, with the scanner arm secure. Keyboard functionality was verified, with all keys responding as expected. The pyxie bus cable was reseated, and the station was rebooted following standard procedure. The station powered up normally after reboot, and all components tested were functioning as expected. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es went offline. The customer tried turn on turn off and unplugged and replugged the cable, but still issue persisted. The customer stated that this malfunction caused a delay in dispensing medication to patients and they were using another pyxis. There were no adverse events or injuries reported based on this event.